Manufacturer narrative:
Device evaluation: the metal cannula was not received for analysis. Visual examination of the catheter did not reveal any anomaly. Dimensional measurements were taken and met specifications. During functional testing a 0.038" mandrel was inserted and retracted through the catheter without any difficulty. No anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a nephrostomy procedure blood was observed in the nephrostomy bag. The flexima catheter was pre-soaked and then an amplatz super stiff guide wire was inserted. The pigtail lock was straightened and then the physician advanced the catheter over the wire. During advancement the catheter became stuck in the channel and buckled. The physician removed the catheter and opened up the area with a 9f dilator and then re-inserted the catheter, but the catheter buckled again. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable. However, blood was observed in the nephrostomy bag after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a nephrostomy procedure, blood was observed in the nephrostomy bag. The flexima catheter was pre-soaked and then an amplatz super stiff guide wire was inserted. The pigtail lock was straightened and then the physician advanced the catheter over the wire. During advancement the catheter became stuck in the channel and buckled. The physician removed the catheter and opened up the area with a 9f dilator and then re-inserted the catheter, but the catheter buckled again. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable. However, blood was observed in the nephrostomy bag after the procedure.